Manufacturer narrative:
No technical service was requested or performed on the system due to the reported event. In addition to system induced contributing factors, surgical technique, patient anatomy and patient movement could have contributed to the reported event. Furthermore, ocular movement during treatment or loss of suction can also contribute to, or be the cause of an incomplete capsulotomy. If there is an incomplete capsulotomy, the surgeon has the option to complete the incision manually. A manual incision can introduce potential risk of tearing the capsule bag due to surgical technique. Based on the information provided, a manual completion on the capsulotomy led to a radial tear. Therefore, the root cause for the reported event of radial tear can be attributed to surgical technique. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the incomplete capsulotomy cannot be determined conclusively and the root cause of the radial tearing can be attributed to surgical technique. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported approximately 3 clock hours of an incomplete capsulotomy in the right eye during a laser assisted cataract procedure. During manual completion of the capsulotomy a radial tear occurred and prevented the surgeon from being able to implant the planned toric intraocular lens. The surgeon performed a manual lri to help correct the astigmatism. Additional information requested.